Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device had reached eri (elective replacement indicator) in 5 years, although the thresholds values were normal. Additionally, the battery was indicating overconsumption, and therefore was explanted and replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. The device had reached elective replacement indicator (eri) within 5 years; however, normal threshold values were observed. Additionally, the battery was indicating overconsumption, and therefore was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information: despite good faith efforts to obtain device return, this product has not been received for analysis.